Event description:
Noted when power lost or unplugged & unit plugged back in - unit does not atuomatically turn back on. Company/MFR contacted - must hit alarm silence first & then power bottom for unit to function. Decision made to replace 6 units with a new product safety concerns.